Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/09/2013 with the following findings: reboot conditions were observed in the black box history on 05/13/2013. There was no physical damage observed to the battery compartment. The battery cap was not returned; a test cap was use for investigation and secured to the pump securely. During testing, the pump powered on appropriately and power loss was not duplicated. Unrelated to the complaint, the audio bolus button cover was missing. The pump was opened and internal moisture contamination was found on the audio bolus button connector, which caused the button to short in the ¿on¿ position, resulting in all buttons unresponsive and unable to be used for further testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump was rebooting without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.